Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. Therapy delivery is currently unaffected. It was noted the physician advised they may elect to replace the non-(B)(6) lead at the same time they replace this device due to the patient is dependent and changes in performance with an increase in threshold, noise, and subtle change in impedance measurements. At this time, the device and non-(B)(6) lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).